Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 32 restart related to delivery motor communication, which the user associated with an improperly attached connector that allowed the cartridge to fall out; after replacing and correctly attaching the cartridge, the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with delivery motor communication error, with the issue resolved after correct cartridge and connector attachment, indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.